Manufacturer narrative:
26jul2021. There was no patient involvement.

Event description:
It was reported that the ventilator was getting a proximal line disconnect error. There was no patient involvement at the time of the event.

Manufacturer narrative:
It is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. Multiple attempts were made to obtain additional information on the device's service repair, operational status, and patient context's of use with no response from the reporter and cannot be determined.